Manufacturer narrative:
An investigation is ongoing and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a problem occurred while performing a interventional procedure on the artis q zen system. Problems were noted with plane b of the heart catheter system resulting in a system failure and the prolongation of the procedure. The procedure was completed after technical assistance. The customer did not report any impact to the state of health of the patient.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the rtc (real time computer). Specifically, a hardware failure in the power supply of the computer caused the problem. The affected rtc, including the power supply, was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.